Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided. G4: additional PMA/510(k) number ¿ k130949. A summary investigation has been completed for bone loss and infection events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss and infection have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implant was placed using surgical tooth-borne guide. This was an immediate implant placed at the time of the extraction at tooth site #10. During the post-operative examination, two weeks after the procedure, it was noted that the healing was normal with soft tissue mostly covering the tooth site, except for a small gap at the crest. The patient reported that the implant had came out of his mouth on (B)(6) 2025. They presented to the dental office and it was confirmed that there was a small gap at the crest of the tooth site and that it was bleeding, but there was no exudate. Imaging confirmed extensive bone loss at the site. A bone graft was performed on the site in preparation for an implant replacement at a later, unconfirmed date.